Event description:
It was reported that the customer received a button error alarm on her insulin pump. The customer was advised to discontinue use of the pump and revert to a back-up plan. Her blood glucose level was 155 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly. Insulin pump had a corroded keypad traces noted during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, broken belt clip slot and stained end cap sticker.